Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it flattened, elongated, and a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula appeared "longer than usual". As treatment, patient administered manual injections of novalog insulin. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).